Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(6) was populated in to avoid MDR failure. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced a low reading issue while wearing an adc freestyle libre sensor. Customer received a sensor scan of 40 mg/dl compared to a capillary test result of 390 mg/dl and experienced a symptom described as ¿dizzy¿. On (B)(6) 2019, the customer had contact with a healthcare professional and a reading of 480 mg/dl was obtained on their device and customer was diagnosed with hyperglycemia and treated with an injection of insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The initial reporter¿s phone number is unknown and the number is a placeholder.

Event description:
Customer experienced a low reading issue while wearing an adc freestyle libre sensor. Customer received a sensor scan of 40 mg/dl compared to a capillary test result of 390 mg/dl and experienced a symptom described as ¿dizzy¿. On (B)(6)2019, the customer had contact with a healthcare professional and a reading of 480 mg/dl was obtained on their device and customer was diagnosed with hyperglycemia and treated with an injection of insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.